Event description:
Caller reported a malfunction on the pump, specifically identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support (cts) planned to replace the pump and provide updated software. The customer agreed to enter pump settings and connect the new pump to the continuous glucose monitor upon receipt. Additionally, cts instructed the customer to return the problematic pump within 10 days using the provided box and pre-paid label to avoid billing.